Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a ventilator had flow sensor issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had flow sensor issue. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device did not pass the evaluation as specified in the service manual also the unit does not turn on without connect, the device did not detect the disposable battery and internal battery, so the evaluation requests its replacement.